Manufacturer narrative:
Correction: phone number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: sg-64, serial/lot #: (B)(4), ubd: 31-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted prophylactically in an non mdt stent graft system during the endovascular treatment of a 65mm abdominal aortic aneurysm. It was reported 2 days post the index procedure the patient suffered from a type 2 mi, presenting with episodes of dizziness and hypotension. Medication was administered and the event was confirmed as resolved. Per the investigation the cause of the mi was not related to the procedure or device. The sponsor has assessed the mi as probable related to the index procedure. No additional clinical sequelae were reported and the patient is fine.